Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), alopecia ("significant hair loss"), loss of libido ("no libido"), arthralgia ("joint pains"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), dysmenorrhoea ("very severe period pains"), headache ("regular violent headaches (frontal and left side)"), anxiety ("anxiety attack"), middle insomnia ("very reduced and interrupted sleep (4 hours/night)"), tendonitis ("tendinitis"), fatigue ("chronic fatigue / general state of exhaustion"), depression ("depression"), stress ("stress") and fear ("fear") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, loss of libido, arthralgia, disturbance in attention, amnesia, dysmenorrhoea, headache, anxiety, middle insomnia, tendonitis, fatigue, weight increased, back pain, depression, stress or fear. The reporter commented: examinations are being carried out (non-contrast abdominal x-ray, capillary sampling, pelvic MRI, etc.). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. The most recent information was received on 30-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), alopecia ("significant hair loss"), loss of libido ("no libido"), arthralgia ("joint pains"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), dysmenorrhoea ("very severe period pains"), headache ("regular violent headaches (frontal and left side)"), anxiety ("anxiety attack"), middle insomnia ("very reduced and interrupted sleep (4 hours/night)"), tendonitis ("tendinitis"), fatigue ("chronic fatigue / general state of exhaustion"), depression ("depression"), stress ("stress") and fear ("fear") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, loss of libido, arthralgia, disturbance in attention, amnesia, dysmenorrhoea, headache, anxiety, middle insomnia, tendonitis, fatigue, weight increased, back pain, depression, stress or fear. The reporter commented: examinations are being carried out (non-contrast abdominal x-ray, capillary sampling, pelvic MRI, etc.). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.